Event description:
The elastomeric device appeared to have numerous liquid droplets on the inside of the plastic outer shell. The device apears to be leaking from the inner elastic ball. The infusion was discontinued.